Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, including a documented value of 54 mg/dl, with episodes occurring in the evening after periods of hyperglycemia and in the context of morning exercise; the user treated with oral glucose and was notified by low and urgent low alerts, and insulin delivery was reported to stop during these events as designed. Symptoms included disorientation and a sensation described as feeling drunk, consistent with hypoglycemia. Outcomes included temporary interruption of usual activities and the need for immediate carbohydrate intervention, without hospitalization. Investigation included review of device-reported glucose trends, alert functionality, and user education regarding early use fluctuations and exercise-related effects. Investigation of this case revealed no device alarms outside of expected low and urgent low alerts and no reported malfunction of insulin suspension, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined, with contributing factors possibly including physiologic variability early in therapy and exercise-related glucose changes.